Manufacturer narrative:
Qn#(B)(4). The customer returned four units of 528135 visistat 35r 6/box for investigation. Visual examination of the returned samples revealed that the first two staples of each stapler appeared misaligned. The first stapler was returned with 36 staples remaining in the cover block, the second stapler was returned with 40 staples remaining, the third stapler was returned with 33 staples remaining, and the fourth stapler was returned with 41 staples remaining. The trigger was partially engaged for staplers 3 & 4 and there was evidence of use in the form of biological material. Dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of each stapler using hand pressure. For samples 1 ,2 & 4, upon engagement of each trigger, no staples would fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool correctly. For sample 3, upon engagement of the trigger, the first staple formed and released correctly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. Six staples formed and released without difficulty. The 7th staple jammed. The staplers were disassemb led, and they were confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tools. No other defects or anomalies were observed with the devices. An nc was opened by the manufacturing site to further investigate the issue of visistat staplers failing to function properly. The forming tool component is under investigation as part of an nc. Additional testing was not required as a part of this complaint investigation. Per DHR the product visistat 35w 6/box lot # 73e2200553 was manufactured on 05/16/2022 a total of (B)(4) pieces. Lot was released on 06/01/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. An nc was opened by the manufacturing site to further investigate this issue. The reported complaint of misfire/jam-staples not forming/closing was confirmed based upon the sample received. Visual examination revealed that the first two staples of all four returned staplers appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly for samples 1,2 & 4. For sample 3, the first staple formed and released without difficulties. The next 6 staples were fired into a skin pad successfully, and the 7th staple jammed. The sample was disassembled, and die casting anomalies on the forming tools were discovered. No other defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. An nc was opened by the manufacturing site to further investigate the issue of visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states that "'failed to form staple' means failing to fire staple so that it does not need to remove staples from wound and it procedure successfully completed after replacing another device". No patient harm or injury. The patient status is reported as "fine".